Event description:
It was reported that the patient received an inappropriate shock and presented to the clinic. Interrogation revealed that the right ventricular (rv) lead impedance was high. Detections were turned off and an intervention was planned for the following week. During the intervention the physician observed that the connector of the rv lead was loose and "came back without opening the screw". The system was re-connected. The physician checked the final values over the device and no anomalies were observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4196-88 implantable tachy lead (B)(6) 2013; 5594-53 implantable pacing lead (B)(6) 2013. (B)(4).